Event description:
It was reported that a bi-ventricular assist device pt being supported by a portable driver was in the hosp, when suddenly the driver stopped. The driver alarmed; however, the type of alarm is unknown. The driver was then moved and restarted. The pt was switched to back up dual drive console without incident.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time.